Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the device was returned and analyzed and the battery impedance was high. Additionally, we received performance data collected from the device and analyzed the data. Analysis revealed high battery impedance which led to eri (elective replacement indicator. Eri due to high battery impedance was logged on (B)(4)-2011, prior to explant.

Event description:
It was reported that there was early battery depletion and the device indicated elective replacement [eri]. The device was explanted and replaced. No patient complications have been reported as a result of this event.